Manufacturer narrative:
Visual examination of the returned device revealed that the extrusion was torn open from the distal end of the channel to the distal tip of the device. The radiopaque marker had been torn from the device. The working length of the device was bent and kinked. A functional evaluation found that the wire could be extended and retracted without issue. The cause of the reported malfunction is undetermined. The device history record was revealed; no anomalies were noted. A search of the complaint database revealed no similar complaint for this lot.

Event description:
It was reported to boston scientific corporation in 2008, that a wire guided cytology brush device was used during an endoscopic retrograde cholangiopancreatography procedure in 2008, (male patient; weight unknown). According to the complainant, during removal of the cytology brush, the physician felt resistance and separated the guidewire to the distal tip of the device. The physician became aware of the mistake and placed a fbss 7fr to the right of the hepatic duct. He noticed the marker remained inside the middle of the bile duct and the procedure was closed. It was noted that the patient did not experience any complications nor adverse event at the conclusion of the procedure. In 2008, the physician placed a ptcd tube at the left hepatic duct and found the marker moved to the inferior division of the bile duct. The marker of the rx brush remained inside the bile duct, and was not removed.